Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Cyclodialysis cleft and stent malpositioning are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 02/03/2016.

Event description:
After successful cataract surgery, the surgeon attempted to implant the istent too posterior and inadvertently created a cyclodialysis cleft and the stent fell into the cleft and was not retrievable. Additional information was requested and the surgeon provided the following details. The patient's preoperative iop in the operative (right) eye was 15 mmhg. The cleft was characterized as trivial/inconsequential damage and approximate size of cleft is one clock hour. There was no postoperative bleeding and no loss of bcva. Event did not require medical or surgical intervention. The surgeon has been unable to visualize stent postoperatively. The patient has low iop (8 mmhg) and is being monitored. Stent malpositioning has not resulted in any adverse impact and the prognosis is excellent.